Manufacturer narrative:
Other applicable components are : product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The patient's problem was when he increased the power of the device; he felt it too much in feet and could not walk. The reporter hoped that could be circumvented with high frequency. The patient was going to try to use high frequency parameter before considering removal of the device. The outcome was ongoing. No actions were taken as interventions. The patient reported that they had not used the device in 6-8 months because it did not help the pain. The etiology was reported as not related to the device or therapy and not related to the implant procedure. The etiology was noted as programming/stimulation. Relevant medical history included: failed back surgery syndrome

Event description:
Additional information reported that all impedances were not in range and a system modification occurred on (B)(6) 2016.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(4) 2016, product type lead.

Event description:
Additional information from the patient, via the manufacturer representative, reported the device worked well for approximately five years but lost effectiveness. The patient had not used the device in approximately four years. The healthcare professional for the clinical study also reported the patient had pain. It was unknown what factors may have led or contributed to the issue. The full system was explanted and the issue resolved. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.